Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The device was bloody with contrast in the balloon and inflation lumen, blood in the wire lumen. The balloon was loosely folded. The tip, balloon, marker bands, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 1 mm in length and damage (flared) to the tip. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 23-apr-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 12 mm x 4.5 mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 4.5 mm x 12 mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.